Event description:
Customer reported that a patient sample with no previous history reacted 2+ rh with an abd/rev card. Additional testing of the rh was performed with an a/b/d/a/b/d card (different lot) and no reactivity was observed. Testing was then conducted in tube; is/was negative; weak d was 2+. As part of troubleshooting, a different tech performed testing with this current lot of a/b/d/a/b/d cards. No reactivity was observed in the anti-d microwell. Daily qc performed and found to be acceptable. Problem is isolated to this one sample. Sample was forwarded for further investigation; however sample was too hemolyzed for further investigation.

Manufacturer narrative:
Retained testing, batch record review, and complaint review were performed. Satisfactory results were observed. (B)(4).